Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump was found to have a damaged preload spring. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the preload spring. To correct the condition, the preload spring was replaced. If any additional information is received, a follow up MDR will be sent.